Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm with a report of a patient disconnection and reconnection during initial drain was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was not identified. Based on the information obtained during baxter's investigation baxter's investigation determined the patient re-connected after disconnecting in initial drain. The label review found the labeling adequate for the potential use error in this complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the home choice (hc) during initial drain. The caregiver (cg) stated that the home patient (hp) disconnected during the initial drain. The cg then reconnected the hp and continued with the therapy. The technical service representative (tsr) instructed the cg to end the therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.